Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle. Two paper lid and two winding former with a suture each of product code (B)(4), lot lkr974 were returned for analysis. During the visual inspection of two samples, the suture were dispensed without problem and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the samples condition, the assignable cause of the suture pull off pre-operatively was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Event description:
It was reported that a patient underwent a robotic bowel resection on (B)(6) 2018 and suture was used. After completing the first pass, the doctor was securing the first knot and the needle separated from the suture. A second like suture was used to complete the procedure. There were no adverse patient consequences reported.